Manufacturer narrative:
The customer reported a significant increase in pressure sores and redness during the pandemic emergency while using progressa beds. Per the customer, there are currently 10 progressa pulmonary pro875 beds in this hospital. Specific details of the pressure sores including the event number of occurrences, stage and location, if the pressure sores were preexisting, medical intervention, past medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific bed serial number. This evaluation addresses complaint 3 of 10. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. Attempts to obtain additional details regarding the reported event are ongoing. If additional relevant information is received, the injury will be categorized accordingly. Additionally, the device is pending inspection by a hillrom technician. Based on the limited details available and the potential for serious injury, hillrom considers this complaint reportable. No further information is available on the device at this time, however any new additional and relevant information that is identified following completion of the investigation will be provided in a final report.

Event description:
The customer reported a significant increase in pressure sores and redness during the pandemic emergency while using progressa beds. Per the customer, there are currently 10 progressa pulmonary pro875 beds in this hospital. Specific details of the pressure sores including the event number of occurrences, stage and location, if the pressure sores were preexisting, medical intervention, past medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific bed serial number. This evaluation addresses complaint 3 of 10. The beds are located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported a significant increase in pressure sores and redness during the pandemic emergency while using progressa beds. Per the customer, there are currently (B)(4) progressa pulmonary (B)(4) beds in this hospital. Specific details of the pressure sores including the event number of occurrences, stage and location, if the pressure sores were preexisting, medical intervention, past medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific bed serial number. This evaluation addresses complaint 3 of 10. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Instructions for use state the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Attempts to obtain additional details to determine severity of the event including injury, medical intervention provided (if any), and patient outcome have been unsuccessful. Additionally, the device is pending inspection. If additional relevant information is received, the complaint will be reassessed and the injury will be categorized accordingly. Based on the limited details available and the potential for serious injury, hillrom considers this complaint reportable. 18may2022, clinical evaluation update: multiple attempts were made to obtain specific details about the reported increase in pressure sores; however, no additional information could be obtained from the customer. Inspection of the bed by a hillrom technician found the bed and its components to be working as designed. The customer did not provide the necessary information to determine the severity of the injuries. Based on the limited details provided, there is no indication that the reported pressure sores were serious injuries. If any additional relevant information is received the event will be categorized accordingly. This event is not reportable. Based on this information, no further action is required.

Event description:
The customer reported a significant increase in pressure sores and redness during the pandemic emergency while using progressa beds. Per the customer, there are currently (B)(4) progressa pulmonary (B)(4) beds in this hospital. Specific details of the pressure sores including the event number of occurrences, stage and location, if the pressure sores were preexisting, medical intervention, past medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific bed serial number. This evaluation addresses complaint 3 of 10. This report was filed in our complaint handling system as complaint #(B)(4).